Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. However, a review of the provided lot number revealed that the product expired in june 2019. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. The investigation into the cause of the reported problem was not able to confirm the failure mode of chemical indicator failed to transition to its post sterilization color. However, the issue likely occurred due to the device being used after its expiration date.

Event description:
It was reported to aesculap inc. That a steam ster locks orange (part # us906) was used to secure a sterilization container. According to the complainant, the indicator dot failed to transition to its post sterilization color. The complaint device has been returned to the manufacturer for evaluation. No patient involvement.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional / investigation results become available, a supplemental medwatch report will be submitted.